Event description:
Information received by medtronic indicated that the inpen had screw movement issue. Customer stated that the screw was not moving as intended. Customer stated that the inpen was not dispensing and was stuck. Customer stated that the dial was getting stuck. Customer stated that the dose dial was misaligned. Customer stated that the dose dial misalignment was greater than 1.0 units. Customer stated that the dose dial was slipping. Customer stated that the screw was retracting difficult. Customer stated that the injection foot was touching the plunger inside the cartridge. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.